Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Magnetic resonance imaging (MRI) was taken and showed high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.